Event description:
Distributor representative reported a cerebrospinal fluid (csf) leak after a chiari malformation decompression procedure. Duraguard (synovis surgical innovations) and duraseal were used in this procedure. Patient was readmitted 5 1/2 weeks after initial surgery, where an MRI confirmed a csf leak with a pseudomeningocele. Following reoperation, patient recovered without further incident.

Manufacturer narrative:
A csf leak with pseudomeningocele was reported following a cranial procedure in which duraseal was used. A re-operation was done 5 1/2 weeks after initial surgery to repair the csf leak. The distributor representative discussed with the incident with the surgeon and confirmed that the leak was located along the bony edge of the craniotomy. No leak was found along the suture line where duraseal had been applied. Following re-operation, patient recovered without further incident. As described in the duraseal instructions for use (IFU): "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure". The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles".